Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor also with intermittent button response due to corroded keypad traces and corroded battery tube. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion and displacement tests. The insulin pump had cracked case at the display window corners and cracked lcd window also had broken reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of several motor error alarms, and an unresponsive act button with their insulin pump. The customer's blood glucose level at the time of incident was 210 mg/dl. The customer states the device shot insulin across the room, and has had insulin drips coming out, when priming. The customer was assisted with troubleshoot, and the drive support cap was found to be protruded. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.